Event description:
The manufacturer received information alleging respiratory tract irritation, dizziness and or headache, hypersensitivity, lung disease. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging respiratory tract irritation, dizziness and or headache, hypersensitivity, lung disease. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 2 error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got corrected.